Event description:
The physician tried to push the subject device into an excelsior sl-10 microcatheter but felt friction. Attempts were made to pull it back, but it could not be pulled or pushed, the main coil got stuck inside the microcatheter. The result of the procedure was good.